Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported issues with her son's sensor. The mother stated that she had received a error message. Son's blood glucose was 428 mg/dl. Troubleshooting found the customer was properly preparing the site for sensor adhesion. Customer is advised to monitor the problem. No additional information was provided.